Manufacturer narrative:
A DHR review and sterilization documentation review were conducted based on the lot number provided and the records were found to be complete and accurate. Sample available but not yet tested. Complaint data review was conducted, and no adverse trends observed. It cannot be determined if the bend in the silicone petal on the introducer tip occurred before or during use. The root cause of the reported bleeding and uti cannot be determined. Causation between the catheter use and the reported bleeding and uti has not been established. UDI information provided but not gudid information since this product is not sold in the us. A similar product, sku 74144, is sold in the us.

Event description:
It was reported that an end user who had been using the vapro urethral urinary catheters for 20 years started noticing a small amount of blood when catheterizing. It was reported that after using the catheter, the end user observed that one of the silicone petals on the catheter's introducer tip was bent outward. It was further reported that days later he began to feel unwell, had a urinalysis conducted, and was informed by his gp that he had a uti and needed to take a 7-day course of antibiotics.

Manufacturer narrative:
An examination of the actual complaint sample was carried out. Although the reported bent introducer tip petal was confirmed with the sample return, based on the assessment of the bent petal, and the details provided by the end user/patient, it is highly unlikely that use of one product with a bent petal would cause urethral trauma, but cause more urethral discomfort if the end user / patient had sensation. Based on review of this product per the end user / patient feedback, it is uncertain where the blood and droplets of blood was observed, apart from the blood called out in the urine specifically, which wouldn't be related to the protective tip. The causation between the bent petal and the uti and bleeding could not be clearly established.